Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose (bg) level was 300-400 mg/dl. Reportedly, customer continued using pump for insulin therapy. Additionally, it was reported that the customer experienced a low bg level of 50 mg/dl due to needing settings adjustments. Low bg was addressed by consuming sugar water. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.